Manufacturer narrative:
The reported "head error" occurred during use. A getinge field service technician was on side to investigate the device in question. According to the service order (B)(4) dated on 2020-09-03, rotaflow console stop with ¿error¿ message on patient. The error cannot be reproduced. 701034051 rfc control board kit was replaced preventive. The 70101.7188 battery pack with fuse replaced due to the normal maintenance. Test and operation ok.testing of the machine for 5 days. The following most possible root cause could be determined for the head error: the head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. If the rpm / lpm is set to zero, and the drive, as well as the inserted centrifugal pump are shaken, this causes magnetic uncoupling of the centrifugal pump, and thus, leads to the head error. This error can be overwritten by restarting the rota flow console. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manual, mcv-ga-10000703-de-11, chapter 8.1.2 contain detailed descriptions to prevent an ¿error head." The reported failure "head error" occurred during use and could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program, and additional investigations, or corrections will be implemented in case of adverse trending.

Event description:
It was reported from a customer from (B)(6) that an unknown error message occurred on the rotaflow console during use. ¿error¿ displayed on the screen but the customer didn´t look on the other screen to see the exact error message. Customer stopped the pump, and switched on the device again with the same problem. Customer tried again, and it was ok. No exchange of the device was reported. The device is checked by the getinge service technician already and the failure could not be reproduced. Additional information received from the ssu that a ¿head error¿ occurred. Rotaflow console and rotaflow drive are affected. The device was exchanged during use. No indication of actual or potential for harm or death was reported. Complaint ID: (B)(4).